Manufacturer narrative:
The piston seal of returned pump was checked. It was confirmed that no suction was caused due to piston seal stuck. The vacuum measurements were not within specification.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report the purely yours breast pump she has been using was not functioning properly. She states no suction felt while pumping followed by the pump powering itself off. A replacement purely yours pump base was shipped overnight to mother but she reports engorgement and clogged milk ducts by late (B)(6) 2016. Customer reports a diagnosis of bilateral mastitis by the (B)(6) center physician on (B)(6) 2016. She required an intramuscular injection of an antibiotic prior to discharge from the clinic. Customer was also prescribed a 10 day course of oral keflex 500 mg 2 times/day. Customer states improvement of mastitis symptoms within 2 days of taking the first antibiotic.